Event description:
It was reported that a patient was in the emergency room with an alarming pump. The logs showed a low battery reset occurred with safe state. No patient symptoms were reported and it was unknown whether there was sudden or gradual onset of the issue. The patient was put on oral medication to prevent "further withdrawal" and was scheduled for replacement. Replacement of the pump was postponed until (B)(6) 2015 because the patient was on plavix and the pump would be returned for analysis. At the time of this report the safe state had not resolved and the cause was not determined. No drug information or patient outcome was reported. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Analysis of the pump found c300. The pump had a miscellaneous low battery reset with an undetermined cause.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), product type. (B)(4).

Manufacturer narrative:
Device evaluated: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2015, additional information was received from a healthcare provider (hcp). The pump was explanted and returned. It was also reported that a motor stall had occurred. No further information was provided.